Event description:
The provider/patient reported the following: the new office manager for the practice reached out about this patient's case and informed us that the patient had an allergic reaction to their aligner. As far as reactions I'm having: a mainly on my lip. A when I put in the new set (#1), my lip swelled a bit, and I developed a little sore, but it eventually went away. A I get a dry mouth and a slight sore throat, but not too bad. When I put in the second aligners, the same thing happened but went away a little bit quicker. When I tried the third set, the top ones don't fit once again. So attached are pictures of some of the rashes, my lip, and the poor alignment of my top 3rd tray. A bottom one fit, but there's no way the top one lines up.

Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes that the aligner caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to an allergic reaction.